Event description:
It was reported that the handpiece overheated while being tested at the MFR. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The attachment was received at the MFR for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with a bad bearing. Service repaired and returned the device to the customer.